Event description:
(B)(4). Woke up with horrible neck pain, numbness in fingers and toes. Pain in hands and feet. Horrible monthly cycles with abnormal bleeding in between cycles. Painful intercourse.